Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. Updated e1: initial reporter first name. Updated e1: initial reporter last name.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. The balloon was inflated twice, at pressures of 10 atm and 8 atm, each for a few seconds. The rupture occurred during inflation at 8 atmospheres. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the lesion was harder than usual, which may have contributed to the event. Procedural factors did not play a role, as no issues were identified during the procedure.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. Updated e1: initial reporter first name. Updated e1: initial reporter last name. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A leak test identified a pinhole in the balloon material confirming the event. An examination of the tip, shaft, markerbands and blades found no issues. All blades were present and fully bonded to the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. The balloon was inflated twice, at pressures of 10 atm and 8 atm, each for a few seconds. The rupture occurred during inflation at 8 atmospheres. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the lesion was harder than usual, which may have contributed to the event. Procedural factors did not play a role, as no issues were identified during the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm otw peripheral cutting balloon was advanced for dilatation. The balloon was inflated twice, at pressures of 10 atm and 8 atm, each for a few seconds. The rupture occurred during inflation at 8 atmospheres. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.